Manufacturer narrative:
We conducted a review of the lot history record for the sensors, which may have been used at the time of this incident. We concluded from this review that all sensors were properly qc inspected and tested in accordance with the approved procedures. Retain product was sampled by completing a visual inspection for contamination. Results indicate these samples passed our incoming inspection criteria for contamination. There were no manufacturing changes (such as a change in the gel or adhesive) that may have caused a patient reaction. Product label states "if skin rash or other unusual symptom develops, stop use and remove". Bacitracin ointment is considered a widely used over the counter ointment. However, it is unknown if the treatment was to prevent permanent damage. Device functioned as intended and did not malfunction. Based on our investigation, we have concluded the sensor did not cause or contribute to a death, and did not malfunction. Our investigation concludes that this incident did not result in permanent damage or permanent impairment, did not cause or contribute to a death, and did not malfunction. However, it is unknown if the use of antibiotic ointment was medical intervention to prevent permanent damage. Therefore, an MDR is required.

Event description:
Aspect representative received information from an anesthesiologist regarding a patient. After placement of the bis quatro sensor, the anesthesiologist observed a small laceration which bled a bit on the forehead. The anesthesiologist treated the small laceration with antibiotic ointment (bacitracin) and a band-aid. According to the anesthesiologist, the small laceration completely resolved. There are no further details at this time.